Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v581949, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient reported shocking sensation over the device site and subsequent turning off of the device after implantation; device was turned off/temporary discontinuation of stimulation on (B)(6)2015. The event was ongoing as he was unable to go to the clinic until (B)(6) 2015, due to his schedule and vacation. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Event has been updated to serious injury for surgical intervention. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of a clinical study reported they permanently discontinued stimulation (B)(6) 2015. The lead and stimulator were explanted.

Event description:
A healthcare provider (hcp) for a clinical study updated the etiology to programming/stimulation, an undesirable change in stimulation. The outcome was also updated to resolved without sequelae. The exact cause of the shocking was unknown at this time.